Event description:
It was reported that the patient engaged in twiddler's syndrome, and there was an insulation break on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with pulse generator data of 2.31 v, 9 ua and 31.6 kohms. At the last follow-up six months prior, measured data was 2.64 v, 9 ua and 8.6 kohms with an estimated remaining longevity of eight months. The patient was not symptomatic or pacemaker dependent.

Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
The pulse generator as received was in backup operation with electrocautery marks on the can. After product code was downloaded, normal operation was observed with battery voltage at end of life. The implant duration was 8.14 years, which exceeded published longevity and is considered normal battery depletion.